Manufacturer narrative:
Further information from the reporter regarding event, product or patient details have been requested. No additional information is available at this time. The events of necrosis and vascular event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 3 days after injection in the cheeks and nasolabial folds with juvederm voluma with lidocaine and juvederm ultra 3, the patient developed "a vascular injected on the patient's left side of the face and necrosis to the upper lip and buccal swab." Patient was treated with "local salves." This is the same event and the same patient reported under MDR # 3005113652-2014-00303 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot#vb20a40110), also a device manufactured by allergan.